Event description:
Implantable cardioverter defibrillator (lcd) and implantable transvenous defibrillation lead exhibited noise on the ventricular rate/sense and shock electrograms. This noise inhibited pacing in this pacemaker dependent pt and precipitated inappropirate therapy delivery. Impedance and threshold measurements are stable.